Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was the essure coils imbedded in the tube'), menorrhagia ('abnormal bleeding (menorrhagia)') and tooth extraction ('tooth extraction') in a 31-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, hot flashes, metrorrhagia, depression, appendectomy and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue").in (B)(6) 2006, the patient experienced urinary tract infection ("uti"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("was told it was very hard to remove the coils"). The patient was treated with surgery (bilateral salpingooophorectomy and endometrial ablation) and multiple root canals and partials. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the embedded device, menorrhagia and complication of device removal outcome was unknown, the tooth extraction and fatigue was resolving and the vaginal haemorrhage and urinary tract infection had resolved. The reporter considered complication of device removal, embedded device, fatigue, menorrhagia, tooth extraction, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side=3, left side= 3 coils. Concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device. Lot number: 509408 manufacturing date: 2006/01 expiration date: 2007/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was the essure coils imbedded in the tube'), menorrhagia ('abnormal bleeding (menorrhagia)') and tooth extraction ('tooth extraction') in a 31-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, hot flashes, metrorrhagia, depression, appendectomy and paratubal cyst. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("uti"). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("was told it was very hard to remove the coils"), migraine ("migraine"), vomiting ("throwing up"), gastric disorder ("stomach issue"), back disorder ("back problem"), abdominal pain lower ("massive cramp") and arthralgia ("ankle hurt"). The patient was treated with surgery (bilateral salpingooophorectomy and endometrial ablation) and multiple root canals and partials. Essure (ess205) was removed on (B)(6)2010. At the time of the report, the embedded device, menorrhagia, complication of device removal, migraine, vomiting, gastric disorder, back disorder, abdominal pain lower and arthralgia outcome was unknown, the tooth extraction and fatigue was resolving and the vaginal haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain lower, arthralgia, back disorder, complication of device removal, embedded device, fatigue, gastric disorder, menorrhagia, migraine, tooth extraction, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: right side=3, left side= 3 coils. Concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device. Lot number: 509408, manufacturing date: 2006/01, expiration date: 2007/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: plaintiff fact sheet received. Reporter added. Added events migraine, throwing up, stomach issue, back problem, massive cram, ankle hurt. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was the essure coils imbedded in the tube'), menorrhagia ('abnormal bleeding (menorrhagia)') and tooth extraction ('tooth extraction') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea, vomiting, hot flashes, metrorrhagia, depression, appendectomy and paratubal cyst. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("uti"). In september 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient underwent tooth extraction (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("was told it was very hard to remove the coils"). The patient was treated with surgery (bilateral salpingooophorectomy and endometrial ablation) and multiple root canals and partials. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the embedded device, menorrhagia and complication of device removal outcome was unknown, the tooth extraction and fatigue was resolving and the vaginal haemorrhage and urinary tract infection had resolved. The reporter considered complication of device removal, embedded device, fatigue, menorrhagia, tooth extraction, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side=3, left side= 3 coils concerning the injuries reported in this case, the following one/ones were reported in patient¿s medical record : embedded device most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), uti, fatigue, was told it was very hard to remove the coils, plaintiff did not undergo essure confirmation test, there was the essure coils imbedded in the tube", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.